Manufacturer narrative:
(B)(4). The stent remains in the pt. The lot# was provided. A f/u report will be submitted with all relevant info.

Event description:
Device issue: none. Adverse event (ae): transient ischemic attack (tia). It was reported via a trial that one day post a left internal carotid artery stenting procedure, the pt experienced a tia. Symptoms included severe aphasia and slurring of words. On (B)(6) 2010, the event resolved and the pt was discharged to home. There was no additional info provided.